Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has a bladder stimulator and has to charge about every two weeks. The patient stated the recharger is no longer working. The stimulator has only 20% left and cannot get the recharger to connect to the device. The patient and her husband had been trying different positions for over an hour with no success. The patient stated this was the first time it happened. The patient has  tried everything from every possible position, taking it out of the belt, laying down, standing up, everything and nothing is working. The patient emailed back stating they tried each day for 1 hour to 90 minutes to find a position where the charger would connect. The patient said that they know exactly where to locate the recharger however all attempts failed. The implant is dead and the recharger never worked well. The patient said that they believe they need a new charger or have a faulty stimulator. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported they do have tingling which is felt constantly however the intense shock is during charging. They do use a layer of clothing between recharger and implant. Patient stated that the charger is so bad they must put a bandaid over the metal port. The charger refuses to charge with the belt on. It takes at least 20 minutes to connect out of the belt, directly on skin and then with help. At first they did use the belt, now they don't because the belt never resolved the issue. Patient was never explained the recharge speed so they did not know. Patient has been extremely dissatisfied with the charger, and they have continued to have problems with the charger, and not with any other equipment. Patient has contacted their hcp last month. They are awaiting to have a permanent stimulator placed which will be in june. Patient went on to say that the charger engages for 2 seconds and then a rapid click and disengages. This has happened numerous times before when they get it to engage. The belt was said to be useless. It had only worked once with belt and then never again. Patient said they are forced to lay flat on their stomach or have their spouse hold the charger in place for nearly hour long charge, and that is after trying hundreds of times to get it to engage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the belt being useless was unknown. The belt is functional, but with minimal patient movement it loses contact and stops charging. It was stated that the device will be replaced, scheduled for on (B)(6) 2022. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the charging device has a malfunction. They could not charge at all for 4 weeks and finally got it working again, but are fearful of it happening again. They said the rep suggested they did not know how to use it, yet they never had a problem in the previous recharging. The patient wants to have a permanent one installed, and doesn't want to risk faulty equipment if they are out of the contact area. The cause of not being able to communicate between recharger and stimulator was not determined. No further action will be taken. The patient also stated the charging port gives a sever, painful shock each time they use it. The patient is forced to put a band aid over the ports to tolerate the duration of charge.